Manufacturer narrative:
This is related to MDR report 3011632150-2022-00124. There was no reported device malfunction and the device was not returned for analysis. A review has been performed of the manufacturing certificate of conformance associated with this lot. There were no non-conformances or deviations which could be associated with this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effects of restenosis leading to intervention/claudication pain/worsening of peripheral arterial disease leading to additional surgical intervention and is listed in the biomimics 3d instructions for use and is a known patient effect of peripheral stenting procedures. There is no indication of a product quality issue with respect to the design, manufacture or labelling of the device. If further information regarding this event becomes available, a follow-up report will be submitted.

Event description:
This is related to MDR report 3011632150-2022-00124. The patient was treated as part of the mimics 3d USA post-market observational study. On (B)(6) 2021, the patient was treated with two biomimics 3d (bm3d) stents to treat denovo lesions of the superficial femoral artery (sfa) ostial to middle third (a 6 x 150mm stent - the subject of this report) and sfa middle third to proximal popliteal (a 6 x 150mm stent) in the right leg. A retrograde approach was used and the lesions were prepared using pre-dilation with percutaneous transluminal angioplasty (pta). The lesions were also post-dilated with pta. The site reported that on (B)(6) 2022, a restenosis of the treated segment (target lesion) was identified. The patient attended clinic for recurrent claudication symptoms in the right limb (target limb) on (B)(6) 2022. On (B)(6) 2022, a diagnostic angiogram identified a high grade right profunda femoris stenosis with occluded right sfa stents. The patient was treated with a right femoral endarterectomy with profundoplasty and right patch graft of the sfa ostial to proximal popliteal segment on (B)(6) 2022. The restenosis event was reported as possibly related to the device and not related to the procedure. The event was reported as a target lesion revascularisation/target vessel revascularisation (tlr/tvr) and was target lesion related. The patient was kept overnight in the hospital and discharged in stable condition on (B)(6) 2022. There were no changes to her dual antiplatelet therapy (dapt) she continues on plavix and aspirin. The devices remain implanted. The patient outcome is reported as resolved/recovered.

Event description:
This is related to MDR report 3011632150-2022-00124. The patient was treated as part of the mimics 3d USA post-market observational study. On (B)(6) 2021, the patient was treated with two biomimics 3d (bm3d) stents to treat denovo lesions of the superficial femoral artery (sfa) ostial to middle third (a 6.0 x 150mm stent - the subject of this report) and sfa middle third to proximal popliteal (a 6 x 150mm stent) in the right leg. A retrograde approach was used and the lesions were prepared using pre-dilation with percutaneous transluminal angioplasty (pta). The lesions were also post-dilated with pta. The site reported that on (B)(6) 2022, a restenosis of the treated segment (target lesion) was identified. The patient attended clinic for recurrent claudication symptoms in the right limb (target limb) on (B)(6) 2022. On (B)(6) 2022, a diagnostic angiogram identified a high grade right profunda femoris stenosis with occluded right sfa stents. The patient was treated with a right femoral endarterectomy with profundoplasty and right patch graft of the sfa ostial to proximal popliteal segment on (B)(6) 2022. The restenosis event was reported as possibly related to the device and not related to the procedure. The event was reported as a target lesion revascularisation/target vessel revascularisation (tlr/tvr) and was target lesion related. The patient was kept overnight in the hospital and discharged in stable condition on (B)(6) 2022. There were no changes to the patient's dual antiplatelet therapy (dapt) and the patient continues on plavix and aspirin. The sfa stents were reported by the site as remaining occluded as of (B)(6) 2023. The patient had a right femoropopliteal above the knee (fem-ak-pop) bypass on (B)(6) 2023. The patient was discharged on (B)(6) 2023 with no post-op complications. The devices remain implanted. The patient outcome was reported as continuing.

Manufacturer narrative:
This is related to MDR report 3011632150-2022-00124. There was no reported device malfunction and the device was not returned for analysis. A review has been performed of the manufacturing certificate of conformance associated with this lot. There were no non-conformances or deviations which could be associated with this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effects of restenosis leading to intervention/claudication pain/worsening of peripheral arterial disease leading to additional surgical intervention and is listed in the biomimics 3d instructions for use and is a known patient effect of peripheral stenting procedures. There is no indication of a product quality issue with respect to the design, manufacture or labelling of the device. If further information regarding this event becomes available, a follow-up report will be submitted.

Manufacturer narrative:
This is related to MDR report 3011632150-2022-00124. There was no reported device malfunction and the device was not returned for analysis. A review has been performed of the manufacturing certificate of conformance associated with this lot. There were no non-conformances or deviations which could be associated with this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effects of restenosis leading to intervention/claudication pain/worsening of peripheral arterial disease leading to additional surgical intervention and is listed in the biomimics 3d instructions for use and are known patient effects of peripheral stenting procedures. There is no indication of a product quality issue with respect to the design, manufacture or labelling of the device. If further information regarding this event becomes available, a follow-up report will be submitted.

Event description:
This is related to MDR report 3011632150-2022-00124. The patient was treated as part of the mimics 3d USA post-market observational study. On (B)(6) 2021, the patient was treated with two biomimics 3d (bm3d) stents to treat denovo lesions of the superficial femoral artery (sfa) ostial to middle third (a 6.0 x 150mm stent - the subject of this report) and sfa middle third to proximal popliteal (a 6 x 150mm stent) in the right leg. A retrograde approach was used and the lesions were prepared using pre-dilation with percutaneous transluminal angioplasty (pta). The lesions were also post-dilated with pta. The patient attended the clinic for recurrent claudication symptoms in the right limb (target limb) on (B)(6) 2022. On (B)(6) 2022, a restenosis of the treated segment (target lesion) was identified. It was reported as possibly related to the device and not related to the procedure. The event was target lesion related. On the same day, an arterial stenosis (non-target, denovo) event was identified which was not related to the bm3d devices or to the target lesion. On (B)(6) 2022, a diagnostic angiogram identified a high-grade right profunda femoris stenosis with occluded right sfa stents. On (B)(6) 2022, the arterial stenosis was treated with a right femoral endarterectomy with profundoplasty and right patch graft of the external iliac distal third to sfa proximal third segment. The patient was kept overnight in the hospital and discharged in stable condition on (B)(6) 2022. There were no changes to the patient's dual antiplatelet therapy (dapt) and the patient continued on plavix and aspirin. On (B)(6) 2023, the sfa stents were reported by the site as remaining occluded. On (B)(6) 2023, the patient had a right femoropopliteal above the knee (fem-ak-pop) graft/bypass on the sfa proximal third to proximal popliteal segment. This was a target lesion/vessel revascularisation (tlr/tvr). The patient was discharged on (B)(6) 2023 with no post-op complications. The devices remain implanted. The patient outcome was reported as resolved/recovered.

Manufacturer narrative:
This is related to MDR report 3011632150-2022-00124. There was no reported device malfunction and the device was not returned for analysis. A review has been performed of the manufacturing certificate of conformance associated with this lot. There were no non-conformances or deviations which could be associated with this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effects of restenosis leading to intervention/claudication pain/worsening of peripheral arterial disease leading to additional surgical intervention and is listed in the biomimics 3d instructions for use and are known patient effects of peripheral stenting procedures. There is no indication of a product quality issue with respect to the design, manufacture or labelling of the device. If further information regarding this event becomes available, a follow-up report will be submitted. Section b.5. Was updated with additional information, section g.6. And h.2. Were updated with the type of report (follow-up 03) and section h.11. Was updated with section that were changed in this report.

Event description:
This is related to MDR report 3011632150-2022-00124. The patient was treated as part of the mimics 3d USA post-market observational study. On (B)(6) 2021, the patient was treated with two biomimics 3d (bm3d) stents to treat denovo lesions of the superficial femoral artery (sfa) proximal third to middle third (a 6.0 x 150mm stent - the subject of this report) and sfa middle third to proximal popliteal (a 6 x 150mm stent) in the right leg. A retrograde approach was used and the lesions were prepared using pre-dilation with percutaneous transluminal angioplasty (pta). The lesions were also post-dilated with pta. The patient attended the clinic for recurrent claudication symptoms in the right limb (target limb) on (B)(6) 2022. On (B)(6) 2022, a restenosis of the treated segment (target lesion) was identified. It was reported as possibly related to the device and not related to the procedure. The event was target lesion-related. On the same day, an arterial stenosis (non-target, denovo) event was identified which was not related to the bm3d devices or to the target lesion. On (B)(6) 2022, a diagnostic angiogram identified a high-grade right profunda femoris stenosis with occluded right sfa stents. On (B)(6) 2022, the arterial stenosis was treated with a right femoral endarterectomy with profundoplasty and right patch graft of the external iliac distal third to sfa proximal third segment. The patient was kept overnight in the hospital and discharged in stable condition on (B)(6) 2022. There were no changes to the patient's dual antiplatelet therapy (dapt) and the patient continued on plavix and aspirin. On (B)(6) 2023, the sfa stents were reported by the site as remaining occluded. On (B)(6) 2023, the patient had a right femoropopliteal above the knee (fem-ak-pop) graft/bypass on the common femoral to proximal popliteal segment. This was a target lesion/vessel revascularisation (tlr/tvr). The patient was discharged on (B)(6) 2023 with no post-op complications. The devices remain implanted. The patient outcome was reported as resolved/recovered. Additional information reviewed on 15-apr-24 included the clinical events committee (cec) determination that this event of restenosis was not related to the devices implanted. This event was the second restenosis that had occurred and required a tlr intervention and as a result, this event was determined to be due to the progression of the patient's underlying disease. The first restenosis event was reported in mdrs 3011632150-2023-00036 and 3011632150-2023-00037.